Event description:
During the routine follow-up of the device involved in this report, the physician observed that the percentage of ventricular detections in the statistics was inconsistent.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4). Conclusion: the reported incorrect r-waves percentages displayed in the autosensing histograms are due to a coding error in the programmer software. However, such behaviour would not recur if the user performed a statistics reset during each follow-up visit. The follow-up duration observed in the files related to the reported event is greater than 1 year, which is unusual and led to unexpected values in the counters and statistics.